Event description:
It was stated that occlusion alarms occurred frequently. No alarms were triggered when switching to other solis units. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that occlusion alarms occurred frequently. No alarms were triggered when switching to other solis units. The reported issue was not confirmed because the test results (the measured values) lied within the product specifications. The device was returned to the customer with no repair provided. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.